Event description:
It was reported that during the patient¿s implant surgery on the monday prior to the report the patient had a reaction to the anesthesia. The patient was in the ICU. The reaction started right away and at the end of anesthesia the patient started throwing up. The patient was in the hospital for 3 days. It was further reported that after the surgery the patient woke up choking with fluid in their lungs. They now needed to see a pulmonologist. The patient¿s heart was fine but they had a collapsed lung in (B)(6). The patient also had arthritis in their neck and shoulders. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740 serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the anesthesia for the implant was terrible. The patient is allergic to fentanyl and they gave the patient some and the patient woke up choking. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.